Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating and subsequently, the pump shut down. The customer's blood glucose level ranged from 295-296 mg/dl. The customer continued to use the pump for insulin therapy. In addition, it was reported that the pump time was inaccurate. The cause was unknown. The customer corrected the pump time to resolve the issue.